Event description:
Related manufacturer report number: 3006705815-2024-01694. It was reported that the patient's scs leads had high impedances. One lead in particular had high impedances on every contact. Patient was in need of an MRI and the lead impedances were preventing the patient from entering MRI mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Section b3: event date is estimated.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient's scs leads had high impedances. One lead in particular had high impedances on every contact. Patient was in need of an MRI and the lead impedances were preventing the patient from entering MRI mode. The patient's leads were explanted, replaced, and therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.